Event description:
The patient was admitted over six years ago with multiple fractures and underwent implantation of the inferior vena cava (ivc) filter. The patient was referred back to this facility when it was noted that the ivc filter was fractured after cardiac ablation. Upon removal of the ivc filter, there were six legs and one arm present and one filter leg was missing the foot. Fluoroscopy demonstrated filter arms in the right upper, right middle, right lower and left lower lung zones and in the floor of the right ventricle. The right middle lung zone arm was retrieved. Efforts to identify remaining pulmonary artery fragments were hampered by the inability to inject contrast. Post filter removal cavagram demonstrated a normal ivc. The patient agreed to return for additional attempts at fragment removal with premedication for her contrast allergy. Patient subsequently followed-up with a CT surgeon at outside facility.